Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system took 4 times to boot up and one of inputs video signals not displayed "xper". The philips field service engineer (fse) inspected the system onsite and found that system is on and displayed ¿live¿ and "xper¿ after powered it on and could not reproduce the reported issue. Review of the log file showed that the system is turned off on 21-feb-2023 at 20:04 and turned on, on 23-feb-2023 at 10:10. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.